Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon popped on the short port. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: from the investigation, it was observed that a syringe tip was broken and lodged inside of the balloon inflation luer fitting on bbt body. The complaint is confirmed.